Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient is on alendronate therapy for approximately 5 years and underwent a proximal femur locking plate on (B)(6) 2012 for subtrochanteric fracture following a trivial fall. The proximal femoral nail (pfn) was not considered initially by the surgeon as the canal was narrow. Patient was presented in clinic complaining of hip pain after walking. No falls or trauma. Underwent proximal femoral nail antirotation (pfna) on (B)(6) 2014. This complaint involves two devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a proximal femur fracture fixed with plate and screws. The plate broke which can be observed on the x-ray image dated (B)(6), 2014.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown lot number. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.